Event description:
"Physical therapist alleges that the consumer's tdxsp recliner is not working on the power chair. Therapist alleges that while trying to recline consumer (B)(6) that sparks flew from the power unit. Therapist (B)(6) also alleges that power control is reading "drive lockout, configuration error and reset power chair. Advised (B)(6) not to utilize the power chair until contacting the dealer in order to repair the power chair. Consumer could not confirm personal information. Information provided pertains to the physical therapist."

Manufacturer narrative:
(B)(4). No RMA has been initiated for this issue. Model tdxsp, serial number/date code (B)(4) is approximately old. The owner's manual part number 1143190 rev k (mar-11) was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The male consumer's age, height and weight are unknown. The consumer's medical condition, stability and medication regimen are unknown. The consumer's technique while using the device is unknown. The maintenance history of the device is unknown. Malfunction has not been confirmed.